Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A f/u report will be provided.

Event description:
The customer reported that on two separate events, during red blood cell exchange procedure, the procedure has just started to return fluid to the pt when a leakage was noted at the plastic connection slightly above the proximal part to the pt. The pt had an approximate blood loss of 36-40 ml, which was discarded in the blood warmer tubing. Pt weight is not available at this time. The add'l event noted above is reported on MFR report #1722028-2011-00476. It is unk at this time if the disposable set is available to be returned for eval. Ref mw5063338.

Manufacturer narrative:
Caridianbct internal reference = (B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Event description:
It was determined through further contact with the customer that the two reported events occurred on separate pts. Patient and event information for the event that occurred on (B)(6) 2011 is provided in this f/u report. The patient has a history of symptomatic citrate toxicity and itchiness. Medications administered, per protocol: 4 g calcium gluconate tvpb, 50mg hydrocortisone ivp, 50mg benadryl ivp. No follow up was required. The procedure was continued to completion on a new disposable set. The disposable kit is unavailable for evaluation because it was discarded by the customer.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: the vendor was contacted regarding this issue. The vendor identified a leak at this part, as a defect caused by incorrect gluing technique during manufacture. The supplier stated that the device history records (DHR) and retained samples were reviewed with no irregularities found. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the evaluation by the vendor, the leak was caused by incorrect gluing technique during manufacture. Corrective/preventive action: the following corrective actions were implemented by the vendor to reduce the risk of experiencing this failure in the future: 1. All workers involved in the manufacture of the bond in question were retrained. 2. Additional inspection during production was implemented. The above two actions will impact lots which have an expiration date of october 2014 or later. Additionally, the supplier is considering a change to the y-connector with the injection port that will further reduce the likelihood of this type of failure in the future. Should the vendor implement this change, terumo bct will be notified.

Event description:
No medical intervention was required for this event.